Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect. The customer was unsure why the time and date were incorrect. The customer's blood glucose (bg) was over 500 mg/dl and was addressed via bolus using the pump. Tandem technical support assisted the customer with correcting the time and date setting on the pump.